Event description:
The pt received 2 scs leads with the same lot number. It was reported during the pt's permanent procedure, a dural leak occurred and a blood patch was administered. Follow-up identified the pt is doing "great" and has "excellent" stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.